Event description:
Information received indicates the left foot siderail latch cover is bent, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail latch cover to repair the bed.